Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The device logged an error 3130 (safety valve cannot open). The fse replaced the patient circuit and the issue was resolved; the device passed est testing as well as short self testing (sst).

Event description:
It was reported that the unit failed extended self testing (est). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13dec2018. Date of manufacturer: 13dec2018.